Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and the cause was not known. A bolus was delivered via an insulin pen. The pump history was reviewed and the basal delivery was confirmed. The contact declined further troubleshooting.